Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had issues with the forceps elevator. Upon inspection of the returned device, it was observed, the adhesive part of the lighting lens was peeled off, gap was noted in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was observed, the forceps wire was broken, the watertightness was not maintained due to holes in the forceps channel, there were scratches on the insert serpentine tube, corrosion was noted in the operational part due to water leakage, scratches were noted on the operational part, the adhesive on the curved rubber was missing, the adhesive part of the lighting lens was peeled off, scratches were noted on the switch box, scratches were noted on the up/down (u / d) knob, scratches were noted on the right/left (r / l) knob, scratches were noted on the grip, scratches were noted on the universal cord, scratches were found on the scope connector side of the universal cord, and water cover was found on the electrical connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.